Event description:
A report was rec'd by the manufacturer that the device did not function properly. The reported malfunction caused a delay in surgery to perform a ventriculostomy. The pt had suffered a closed head injury on an unknown date, necessitating the ventriculostomy. A new device was obtained, and the surgical procedure was continued. No further info has been made available regarding the condition of the pt.